Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the door 1 repeatedly failed and produced a squeaking sound during medication retrieval or restocking, which located on urology department. The customer required two to three attempts to recover the failed door. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 1 failed and made a squeaking sound when retrieving or restocking medication. The field service engineer (fse) found door 1 did not open and troubleshot the device. Further, the fse replaced latch with harness on all doors and verified operation in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.